Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An interior inspection was performed and the inspection failed, confirming the reported event of an intermittent audio output. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).